Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) helix disengaged from helical channel, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism. Full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, the first 6947 lead was attempted but required multiple repositioning attempts to gain "satisfactory electrical values." After the multiple repositioning attempt the helix would no longer extend. A second 6947 lead was attempted. During the implant of this lead the patient went into an episode of ventricular tachycardia. Anti-tachycardia pacing via the newly implanted lead as well as external cardioversion were attempted but were unsuccessful resulting in the patient's death.

Event description:
It was reported that during the implant attempt, the first 6947 lead was attempted, but required multiple repositioning attempts to gain "satisfactory electrical values." After the multiple repositioning attempt the helix would no longer extend. A second 6947 lead was attempted. During the implant of this lead the patient went into an episode of ventricular tachycardia. Anti-tachycardia pacing via the newly implanted lead as well as external cardioversion were attempted but were unsuccessful resulting in the patient's death. Additional information reported it was not believed the death was device related. The lead appeared to enter the right ventricle which caused brief run of ectopics. This immediately became sustained ventricular tachycardia.